Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not giving any alarms. Customer's blood glucose values were 240mg/dl and 308mg/dl. Customer went to the hospital for a surgery not related to blood glucose values. Insulin pump will not be returned for analysis.